Manufacturer narrative:
(B)(4).device evaluation: the report that the arrow raulerson syringe (ars) is not aspirating blood could not be confirmed. Returned was an ars with a blue tip. No other components were returned. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position. Water was then aspirated directly into the ars, completely filling the barrel of the syringe. An introducer needle from lab inventory was attached to the syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. The device history records were reviewed and did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician is experiencing issues with the arrow raulerson syringe in the kit. He feels it is not made as well as the old kits. The syringes are not aspirating blood and instead are pulling in air when trying to get blood back. It seems that the syringe plunger is not as tight with the new kit, hence not getting a good seal and allowing air into the syringe. He has had to use several kits to try and obtain blood aspiration during a procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.